Event description:
It was reported that "female luer connector of the cardioplegia delivery catheter (rc2012) got broken off when customer removed the stylet from the cannula during use. First, customer removed the stylet from the cannula and flushed the device, and inserted the stylet before use. Then the cannula was connected with the cardioplegia delivery line, but since the cannula was not inserted well to the patient, customer re-inserted the stylet and the cannula. When they were removing the stylet once again, the luer connector got broken off." The device will not be returned for evaluation.

Manufacturer narrative:
Device was discarded by the hospital due to patient infection. Unable to evaluate further into root cause. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.